Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) received two x-rays of the lower jaw. Following the x-rays, a continuous tone was heard from the device. In september 2003, guidant received information that the ICD was removed for having reached eri. The longevity of the ICD was not found to be satisfactory.